Manufacturer narrative:
No patient demographics provided. Service was dispatched. Beckman coulter field service engineer (fse) reported the system failed ion selective electrode (ise) imprecision. Fse indicated the cause of the erratic na and cl results, failed imprecision, and low anion gaps was the ise sample wash dispenser unit. Fse replaced the dispenser unit and the issue was resolved.

Event description:
Customer reported the au680 clinical chemistry analyzer had erroneous erratic sodium (na) and chloride (cl) results. Customer also reported of low anion gaps associated with these results. Erroneous results were generated but not reported outside of the lab. There were no change in patient treatment. Customer indicated the quality controls (qc) for na and cl were within the lab established ranges.